Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels ranged from 40-50's mg/dl. Low bg causes were not known; however, the customer believed that the low bg events were due to lack of training on how to properly use the pump. The customer's wife provided assistance and the customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.